Event description:
It was reported, the pain pump had failed the patient and they had to take the medicine out. It was noted this was the second time. It was stated they planned to have the pump taken out because of granuloma and didn¿t want a foreign object in their body. It was noted there was not date setup for explant. The pump currently had saline. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 731sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
See manufacturer report # 3004209178-2013-02804 for prior granuloma information.

Event description:
Additional information was received and it was reported that an MRI was done and found the granuloma. The granuloma was found on (B)(6) 2013. They immediately pulled the patient off of the medication. The pump was still implanted and had saline in it. The pump had previously delivered fentanyl, baclofen, dilaudid, and marcaine.

Manufacturer narrative:
Product ID 8731sc (B)(4) implanted: (B)(6)2007 product type catheter product ID 8731sc (B)(4) implanted: (B)(6)2007 product type catheter (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. The pump was removed as the patient's body rejected the pump.